Event description:
It was reported that the ilet user experienced episodes of low blood glucose while grocery shopping despite no extra physical activity and no recent meal announcements or correction doses. They disclosed using usual meal announcements for 30¿45 grams of carbohydrates even when consuming larger meals, which suggests an improper or incorrect procedure related to the device¿s user interface and meal announcement feature. Symptoms included hypoglycemia with a nadir of 65 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information they provided. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions for announcing larger meals, consistent with an improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.